Manufacturer narrative:
Technician found that the hi-low head was going down itself. Replaced the hi/low head down valve to resolve this issue. Bed found in the basement.

Event description:
Complaint alleged that the hi-low head was going down by itself.